Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6. Reported event was confirmed by review of photographs received. Photograph of the explanted femoral device confirm that the device is fractured. Rhk re-implantation notes were provided. No swelling, redness, crp normal, cultures negative that were collected during re-implantation procedure. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00588000400, 62823015, tibial component precoat size 4. 00588005012, 62663279, articular surface with hinge post extension screw enclosed do not discard size e 12 mm height. 00599003510, 62444538, prc agmt block dist sz e 5mm. 00598802014, 62917004, stem extension offset 14mm dia x 100mm length(combined length 145mm). 00598801010, 62805663, stem extension straight 10mm dia x 100mm length(combined length 145mm). Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device was not returned by the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent initial right knee arthroplasty on unknown date. Subsequently the right tep was removed due to septic loosening and a spacer was placed. The patient then underwent re-implantation. No swelling, redness, crp normal, cultures negative that were collected during re-implantation procedure. Patient was later revised approximately five years post re-implantation due to confirmed breakage of axis. The complete system was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.